Event description:
It was noticed after completing a standard wire guided esophageal dilatation that the guidewire spring tip had separated from the wire on two separate occasions - 2008 - with two separate guidewires. Fortunately, these separations happened just after the wires were removed from the pts. This same type of event occurred at our agency and was reported to medwatch on 10/25/2005.